Manufacturer narrative:
Device return is anticipated and investigation is on-going. Device history record (DHR) is in process. If new information is received, a supplemental report will be filed.

Event description:
As reported, a femoral venous cannula was noted to be leaking at the time of device removal at the end of the cardiopulmonary bypass. The leak was noted "at the armed (wire reinforced) portion of the cannula where there is the connection with pvc part when the procedure was finished, and the cannula was clamped in the not armed portion (the non-wire reinforced section) prior to removal of the cannula. No cuts or instruments were used near the point of concern. The quantity of blood loss was not evaluated. The device was used for approximately ninety (90) minutes in the right femoral vein. No additional force was required to remove the device. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation, and the customer report of leakage from the cannula body was confirmed. As received, three (3) kinks were observed on the cannula body at approximately 23cm, 30cm, and 36cm proximal from the cannula tip. A leak test performed on the cannula revealed leakage at the cannula tubing connection located approximately 55cm proximal from the cannula tip. No other visual damages, contamination, or other abnormalities were found during the assessment of the device. Conclusion: complaint condition confirmed; no manufacturing defect confirmed. The device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not confirmed. The root cause of the leak was likely the kink or clamp mark at the bond between the wire-reinforced tubing and the non-wire reinforced section; however, it is unknown when or how the kink or clamp mark on the cannula body occurred. 100% verification for damage (kinks) on the finished cannula body is in place during the manufacturing process. A protective sheath is placed on the cannula body to protect it from kinks and damage during manufacturing, shipping, and storage. The instructions for use (IFU) were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU states, ¿do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open.¿ ¿wire reinforced cannulae should be clamped in the non-reinforced section located at the connector end since clamping of the reinforced section may produce permanent cannula deformation, thereby impeding flow through the cannula and risking puncture or tearing of the cannula.¿ trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.